Event description:
It was reported that the customer experienced a blood glucose (bg) level of 598 - 600 mg/dl, vomiting, and a high level of ketones. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with no permanent damage; however, customer still reported their bg level was elevated (value not provided), and customer was still vomiting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.